Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The user facility reported a 73-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the staff noticed purge fluid leaking from the purge disc when they opened the door. The cassette was replaced. The physician then removed the impella from the body. No patient harm was reported.

Manufacturer narrative:
The investigation for the priming issue has been completed. Purge cassette was not returned for investigation. Without the product back, it is not possible to investigate the complaint. Therefore, the root cause of the purge-leak cassette issue was not determined since product was not returned. Corrections to the initial MFR report: f6/f8 should have been left blank.